Event description:
Discordant chloride results were obtained on multiple patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument multiple times to confirm the repeat result was correct. The repeat results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant chloride results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the ion selective electrode module tubing, pump, and seals. The cse ran quality controls and checked precision on forty samples, which was acceptable. The cause of the discordant chloride results is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.